Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a bolus for 15 grams of carbohydrates instead of 15 unit bolus. Customer's blood glucose (bg) level was over 600 mg/dl. Customer delivered a correction bolus via the pump to address high bg. Customer continued using the pump for insulin therapy.